Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarm noted. Insulin pump was unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to no button response. Insulin pump had minor scratches on display window, cracked case at display window corner, scratched reservoir tube window and cracked reservoir tube lip. Insulin pump had moisture damage on lcd boards.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported a button error on his insulin pump. He stated he fell in the water while he was water rafting. Customer's blood glucose is 306 mg/dl. He will treat with manual injections. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.